Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the 1/3 median, malar region, and dark circles with 3mls of juvéderm® voluma¿ with lidocaine and 1ml of juvéderm® volbella¿ with lidocaine. Patient was also concomitantly injected with vistabel® to the crow¿s feet. Five days later patient developed variable face edema in the facial areas which was further noted as ¿rocker: one day eyelid, and the following day the jaw or neck¿. Patient was injected with hyaluronidase and was prescribed zeclar and solupred. Two days later symptoms resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-00810 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by (B)(4).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of edema as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions can last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medial practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the 1/3 median, malar region, and dark circles with 3 mls of juvederm voluma with lidocaine and 1 ml of juvederm volbella with lidocaine. Patient was also concomitantly injected with vistabel to the crow's feet. Five days later patient developed variable face edema in the facial areas which was further noted as "rocker: one day eyelid, and the following day the jaw or neck". Patient was injected with hyaluronidase and was prescribed zeclar and solupred. Two days later symptoms resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-00810 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm volbella with lidocaine, also a device manufactured by allergan.